Event description:
A hemodialysis user facility has reported that the venous line separated from the venous drip chamber. The initial reporter described this event as finding the line that is attached to the drip chamber was half way sealed. The separation occurred during a pt treatment. As a result, this pt lost less that 100 ml of blood. A new venous line was then set up on the dialysis machine and the dialysis treatment was resumed. The pt did complete the prescribed dialysis therapy without further incidence. The pt was reportedly fine, with no report of injury or ill effect from the event and was then discharged to go home when the treatment was complete. There is no sample. The facility reported they did not save the line.